Event description:
The hospital reported that while using vasoview hemopro 2 cautery, it would beep (to indicate power to the jaws), and then it would 'time out' before the tissue was fully cauterized. This happened several times. A new device was opened, and the procedure was successfully completed without issue. It's not known if there polyfuse feature was activated as there's no user indicator of it being used.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery, it would beep (to indicate power to the jaws), and then it would 'time out' before the tissue was fully cauterized. This happened several times. A new device was opened, and the procedure was successfully completed without issue. It's not known if there polyfuse feature was activated as there's no user indicator of it being used. No patient harm or effect. No procedural delay aside from the few minutes to open another vh-4000 kit. Pre-cautery test successfully performed. The beeping sound was heard when activated. The beeping sound was not heard when the cautery didn't work (timed out). Power setting at 3.

Manufacturer narrative:
Trackwise - (B)(4). Updated field: b4, b5, d9, e1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The device was returned to the factory for evaluation on 11/05/2025. An investigation was conducted on 11/05/2025. A visual inspection was conducted. Signs of clinical use and evidence of charred blood was observed on the intact heater wire. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073. The device successfully transected tissue four (4) times. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436. The resistance value was measured at 0.67 ohms which is within specification. The device passed the temperature measurements test. Based on the returned condition of the device as well as the evaluation results, the reported failure "electrical /electronic property problem" was not confirmed. The lot # 3000472804 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.